Event description:
New information received notes that the episodes of post-paced t-wave oversensing (pptwos) were noted exhibited by the implantable cardioverter defibrillator (ICD) were noted in clinic. The ICD was reprogrammed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator exhibited post paced t-wave oversensing. No patient condition or further information was reported.